Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, foreign objects in nozzle and objective lens were found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
E1-address- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope image had thread-like objects displayed. The issue occurred during sedation, while the device was inside the patient for a diagnostic procedure, which was completed using the same device. There were no reports of patient harm.